Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by ¿really bad cramps¿, fever, chills, shaking, nausea, diarrhea and feeling very tired. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) cefazolin (dose, frequency and duration not reported), ip tobramycin (dose, frequency and duration not reported) and heparin (route, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).